Event description:
A day after patient treatment with cosmoderm, the patient experienced erythema on the right side of the nose and small red puss-like bumps above the right nostril. The erythema is subsiding; however, the red puss-like bumps remain above the right nostril. The patient also noted that their skin came off and left a very small "scar" on the nose.

Manufacturer narrative:
Medwatch sent to FDA on: 09/30/2009.